Event description:
This report is filed because the deployed clip ((B)(4)) detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, and required surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip ((B)(4)) was implanted and the mr was reduced to 3-4. The second clip delivery system ((B)(4)) was advanced to the mitral valve leaflets in attempt to place it lateral to the first clip. It was noted that visualization was difficult due to the attempt to place the clip more lateral. One grasp was performed, but it was unclear if there was sufficient leaflet insertion as there was no significant mr reduction. The leaflets were un-grasped and the clip was repositioned, but made contact with the implanted clip. This caused the implanted clip to detach from the anterior leaflet but remain on the posterior leaflet (single leaflet device attachment). The cds was removed, and the second clip was not implanted. The mr remained at 4 with one clip implanted. The decision was made to send the patient to valve replacement surgery. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Mitraclip system, clip delivery system ((B)(4)), steerable guide catheter. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A query of the complaint-handling database identified no other incidents reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be related to procedural conditions/user technique due to difficulties with visualization during positioning and interaction between the second clip attempting to be implanted and this implanted clip. The patient effect of worsening mr (or unchanged) is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. In this case, the cause for the reported increase in mr back to the pre-procedure grade was likely due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The event was further reviewed by an abbott vascular senior medical advisor. The reviewer concluded that there was no evidence of device issue. During implantation, the second clip made contact with the first clip, resulting in slda of the first clip. There is guidance provided in the IFU to avoid contact such as this, as detachment of the clip can occur. Additionally, the need for surgery due to the clip detachment prior to deployment is not due to any issue with the device, but is due to the difficulty with visualization during leaflet grasping which resulted in the second clip not being implanted, and untreated mitral regurgitation that required subsequent intervention. The additional cds ((B)(4)) referenced is filed under a separate medwatch MFR number.